Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display screen and stopped working after moisture exposure. The customer stated that, the insulin pump was just vibrating and the notification light is just flashing. The customer performed a self test which did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, no audio/beep/vibration anomaly noted, device received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display.